Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, capture could not be obtained. It was noted that the procedure was difficult due to the patient¿s anatomy. The lead was removed without replacement.